Event description:
Received electronic report of an event to a pt who arrived to clinic for dialysis in stable condition. Shortly after the onset of tx, the pt began seizure like activity. A 200 ml bolus of ns was infused. Pt reported feeling better. Then a minute later the pt became unresponsive and stopped breathing. He was bagged and given 3 breaths and responded immediately with b/p of 195/95. Again stable, tx resumed and pt again had seizure like activity. Tx d/c'd, md notified, non-ebeam dialyzer ordered. Tx resumed with non-ebeam dialyzer and no further problems noted. No sample available.